Event description:
It was reported that a vns patient underwent generator replacement surgery due to end of service condition. The explanted generator was returned to the manufacturer for product analysis. Product analysis on the returned generator revealed the pulse generator module was not operating within designed limits. The positive output capacitor leakage c15 did not meet the post-burn electrical test specification. After the capacitor was substituted, the module met the post-burn electrical test specification. The c15 capacitor functions as a decoupling capacitor and does not affect the supply current that would contribute to battery depletion. Therefore, the end of service condition was a result of normal battery depletion based on the supply current portions of the test.